Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a huge air bubble. Customer's blood glucose level was 13.9 mmol/l. The high pressure test passed. The device was not returned.